Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient contacted the health care provider (hcp) the prior week to the date of this report complaining that he had a feeling like he was being ¿electrocuted¿ and that all of his extremities were trembling and it felt ¿like electricity pulsing through his body¿. The patient was conscious through the whole thing and it didn¿t affect him mentally/cognitively. The patient didn¿t say the feeling was coming from the pump. There were no alarms reported and no change in therapy effect. The device system was used to deliver baclofen. Later the same day, it was reported the patient had reported feeling overnight that he was getting electrocuted. All his extremities and entire body were trembling and he was having a strange feeling. The patient feared that it was coming from the pump.